Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode was suspected to have fractured as it was exhibiting low morphology measurements. At this time no changes have been made and the electrode remains in service. No adverse patient effects were reported.